Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator was administering epogen via the post filter cap during a routine hemodialysis treatment. Blood spilled into the cycler when removing the cap from the port resulting in an estimated blood loss of 25cc. No medical intervention was required.

Manufacturer narrative:
Although the operator claimed that the blood loss was a result of failure of the clamp on the line, the cartridge was not returned for evaluation, therefore, the exact cause cannot be determined. The clamp may have failed to completely close the blood tubing if the operator failed to capture the tubing completely, when closing the clamp prior to removing the post filter cap. This clamp component is widely used in the dialysis industry. There have been no similar problems reported that were caused by a defective clamp. Rinseback of the remaining circuit was completed as instructed in the user's guide. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage will continue to monitor as part of the routine complaint process. This report is considered closed. No additional information will be provided.